Manufacturer narrative:
H.6. Investigation: one open 32g x 6mm pen needle sample and four photos were returned from an unknown lot no:, cat no: 320738. Visual examination was carried out on the returned sample and photos and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that a needle clog occurred before use with a syringe 10ml ls emerald. The following information was provided by the initial reporter. "The patient couldn't press the button on the pen and the drug didn't come out."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred before use with a syringe 10ml ls emerald. The following information was provided by the initial reporter, "the patient couldn't press the button on the pen and the drug didn't come out."